Event description:
It was reported that one day post-implant, there appeared to be atrial undersensing and possible non-capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407452 implantable pacing lead, (B)(6) 2013. (B)(4).